Event description:
It was reported that following a pump and catheter replacement due to an inflammatory mass (refer to manufacturer report # 300420917 8-2012-08089), the patient experienced withdrawal. For safety purposes, following pump replacement, the healthcare provider (hcp) reduced the pump infusion rate from 12.392 mg/day to 7.400 mg/day; 60% of previous daily dose. The patient presented with withdrawal symptoms 24 hours after the replacement and dose reduction. The patient was hospitalized and managed for withdrawal symptoms. Specific withdrawal symptoms were not provided. It was later reported that the patient was "now fine <(>&<)> back to the same daily dose she was pre-operatively". The medications in the pump were morphine (compounded), baclofen (compounded), and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).